Manufacturer narrative:
B5- per updated information the lens was exchanged for a longer length lens on (B)(6) 2023 due to the low vault with rotation and the problem resolved. Cause of event was unknown. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11/+3.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Low vault with rotation was observed. The reported stated that the patient also suddenly recognized lower ucva after heavy weight lifting on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed. On 22-dec-2022 missalignment/rotation occured again. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).